Manufacturer narrative:
Product information and initial reporter information were not provided. It's not possible to determine the manufacture date or 510k number without the product information

Event description:
Advocate stated her grandmother opened a new carton of contour test strips and found the cap open on the bottle of strips.no adverse events were alleged.the test strips are to be returned for evaluation, as exposure to moisture can cause high test results.